Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the result of this investigation once it has been completed.

Event description:
The patient was revised because of instability, osteolysis, and wear of the liner.